Manufacturer narrative:
(B)(4). Presyncope manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. It appears that a temporal relationship exists between the patient first hd treatment and a period of light headedness (pre-syncopal) that resolved with an unknown type and amount of IV fluid. However, there is no documentation captured within the complaint file that indicates a causal relationship between the 2008k hd machine and the pre-syncopal episode.

Event description:
The discharge diagnosis revealed that the patient experienced "pre-syncope with associated premature ventricular contractions (pvc) related to hd" during the first hemodialysis (hd) treatment performed after the patient was transitioned from peritoneal dialysis (pd) to hd on (B)(6)2017. The patient's treatment for pvc is not known. Additionally, the patient reportedly experienced some lightheadedness which improved with intravenous (IV) fluids (type and amount unknown). The patient was discharged from the hospital on (B)(6) 2017. The patient had an adjustment to her anti-hypertensive medications. The patient had a second hd treatment on the date of discharge and tolerated it well. The patient's condition at discharge was noted as being stable and improved.